Manufacturer narrative:
The meter and test strips have been returned for eval. Test strip lot # 1020214203 expiration date: 07/2016 control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer care concerned with his high blood glucose results. It was reported to nova biomedical that a consumer received a result of 134 mg/dl on their blood glucose meter. The consumer immediately performed four (4) additional tests using the same meter and strips from the same vial getting the following results of 243 mg/dl, 256 mg/dl, 237 mg/dl and 269 mg/dl. The consumer reported based on the high results, he administered 10 units of insulin to help lower his blood glucose level. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The customer's complaint regarding the accuracy of the blood glucose test results is confirmed. Failure analysis of the returned nova max link blood glucose monitor revealed that the device performed within specification. Visual as well as chemical evaluation (by use of control solution) of the returned glucose test strips revealed the test strips to be compromised. One result obtained fell low out of range. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copyu (IFU/package insert). This is further supported by the results of the retain strip testing which indicates the performance of the qa retained strips from the same lot are within product specification.

Event description:
Consumer called in concerned about his bg (blood glucose) results. Consumer reported he treated himself by taking 10 units of insulin based on readings obtained. Consumer stated was put on prednisone medication 2 months ago.